Event description:
It was reported that premature battery depletion from eri to eol was observed. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. The short eri to eol margin could not be evaluated since the device had not yet reached eol. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and in the automated system. No anomalies were found and the device met all specifications.